Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 228 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem technical support and no issues were identified. Customer reported filling cartridges with cold insulin, changing pump supplies every 3-4 days, and performing the air removal step multiples times. Customer was instructed to fill cartridges with room temperature insulin, that trusteel infusion sets should be used for 2 days and cartridges filled with novolog for 3 days, and was educated on the proper air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.